Manufacturer narrative:
(B)(4).

Event description:
It was reported that one high, out of range hv lead impedance was observed. The patient notifier was delivered on (B)(6) 2015. The impedances measurements have been stable since and during in-clinic check. The clinician re-enabled the patient notifier and will continue to monitor the lead.